Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 2 days after placement, the catheter fell out and the balloon was found to be ruptured. It was stated that allegedly, during the catheter insertion, the user felt resistance and had to reinsert it several times. Per follow-up information received via ibc on (B)(6) 2022, stated that the details about the resistance in the insertion procedure was unknown. It was unknown if there were any missing pieces of the balloon and there was no patient impact reported.

Event description:
It was reported that 2 days after placement, the catheter fell out and the balloon was found to be ruptured. It was stated that allegedly, during the catheter insertion, the user felt resistance and had to reinsert it several times. Per follow-up information received via ibc on 22feb2022, stated that the details about the resistance in the insertion procedure was unknown. It was unknown if there were any missing pieces of the balloon and there was no patient impact reported.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. Visual inspection noted sac burst along lumen without missing pieces. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." The actual/suspected device was inspected.